Event description:
It was reported that customer experienced frequent errors with pump during cartridge changes, which caused insulin and supply waste. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up from technical support, and no additional actions were taken.